Manufacturer narrative:
The infusion device was thoroughly evaluated. The up and down buttons do not operate.

Event description:
The pt called in response to the recall notice. No physiological effects were reported. Her insulin infusion device was replaced and requested to be returned for evaluation. Evaluation of the device found that both the up and down buttons were defective.